Event description:
It was reported that during follow-up, noise was observed on the rv and ra leads. Noise was reproducible with isometrics. It was noted the noise was first observed after the patient experienced a fall in (B)(6) 2013. Leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.